Event description:
A tube mounted in the arterial pump was worn during operation. No pt injury was reported. In the pump head of a roller pump the tube is fixed between guiding pins, which orientate the tube. We have been informed about stuck guiding pins, which could cause shaving on the tubing in raceway.

Manufacturer narrative:
The root cause to this is that particles e.g. Dirt and blood accumulate in the guiding pins, due to that the guiding pins cannot roll smoothly and finally they can get stuck. High friction in the pins increases the friction and wear of the pins on the tube. A filed action is planned for autumn 2006 to update the user manuals with instructions to check and perform service of the tube guide rollers.